Event description:
Per importer's MDR: dealer claims the frame is bent and consumer has not abused the chair in any way. She states she has had this problem before with these chairs. I advised that credit may not be issued if the chair is found to be damaged by user.